Event description:
It was reported that a pump issued an altitude alarm, resulting in the customer's blood glucose level reaching 500 mg/dl. There was no adverse impact on the customer's blood glucose level beyond this. The customer addressed the high blood glucose by administering a correction injection using multiple daily injections (mdi) and did not require third-party assistance. The insulin delivery was temporarily suspended due to the alarm, but after following instructions from technical support, including cleaning the speaker holes and reconnecting the cartridge, insulin delivery was resumed. However, the alarm recurred, and additional troubleshooting by technical support was planned.